Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by the patient not feeling well. The cause of the peritonitis was reported as a ¿colon tear that became infected¿. On an unreported date, the patient was hospitalized for the event. Treatment and patient outcome was not reported. Action taken with pd with regards to the peritonitis event was not reported. No additional information is available.